Event description:
The customer reportedly received the following results on the accu-chek voicemate system within 10 minutes: 118mg/dl, 254mg/dl, and 117mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.